Event description:
It was reported that the control panel on the stenoscop system displayed some unusual indicators. It was described as no fluoro and collimator control buttons flashing. Reboot of the system required. The cases were finished. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an investigation. System was functioning as expected. Discussions with the customer's tech indicated that the probable cause was the inadvertent selection of the radiographic function. No further svc required. Case closed.